Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the ER (emergency room) for high blood glucose (bg) levels while wearing the pod for 36 and 48 hours on the arm. She noticed she had high bg at night. She tried to give herself a bolus but it was not working. Her bg did not come down. The next morning, her bg levels were at 300mg/dl. She stated that during the night the bg went down but as a result of another medication she takes. When she realized the bg were high, reaching 462 mg/dl, she called her doctor and he advised her to go to the ER. In the hospital they tried to use the pump to decrease the levels, but since it did not work, she received a shot of novolog and took some fluids (saline solution). Patient reported that they checked for ketones at the time and the result was large. The exam was done in the ER and she did not have dka (diabetic ketoacidosis). The device was thrown away.